Event description:
A facility reported that the canula/sinus suction tube (mcen766) broke at the time of connection. The device was in contact with the patient. However; no injury, death or surgical delay occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sinus suction tube (mcen766) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Root cause: evaluation of the sinus tube suction found that the tube was unwelded and it was bent. No manufacturing defect was found; the laser welding was compliant. Failure analysis: it was determined that the issue was due to an excessive strength applied on the device or an improper handling during the reprocessing or the storage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.